Event description:
Custom reported a loss of communication between the panorama central station and ambulatory telepacks. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Customer was provided with a loaner wireless transceiver (tim), while the unit is being returned to the company's repair center.